Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After use, the physician believes that the sealant deploy inside the patient as lab images showed that the vessel was shut down. Physician balloon and stented the area to restored flow. After the procedure, the mynx control was deployed per the instruction for use (IFU). The access site vessel was not tortuous. Contrast/imaging was not used to confirm balloon placement. A competitor's 6fr sheath was used. The tension indicator was not aligned with the markers on the side before attempting to deploy. Button #1 was properly and completely activated before button #2 was attempted. There was multiple sheath exchanges. The deployer utilized the tension indicator and maintain tension on the catheter during depression of button #1. Upon removal from the patient, the groin was still bleeding. The tech held manual pressure to obtained hemostasis after 20 mins. The patient was brought back to the lab and images showed that the vessel was shut down. The physician believes sealant was deployed in vessel. Therefore, the physician balloon and stented the area to restored flow. The vcd is not available for analysis..

Manufacturer narrative:
After use, the physician believes that the sealant deployed inside the patient as lab images showed that the vessel was shut down. The physician ballooned and stented the area to restored flow. After the procedure, the mynx control was deployed per the instruction for use (IFU). The access site vessel was not tortuous. Contrast/imaging was not used to confirm balloon placement. A competitor's 6fr sheath was used. The tension indicator was not aligned with the markers on the side before attempting to deploy. Button #1 was properly and completely activated before button #2 was attempted. There was multiple sheath exchanges. The "deployer" utilized the tension indicator and maintained tension on the catheter during depression of button #1. Upon removal from the patient, the groin was still bleeding. The technician held manual pressure to obtained hemostasis after twenty minutes. The patient was brought back to the lab and images showed that the vessel was shut down. The physician believes the sealant was deployed in the vessel. Therefore, the physician ballooned and stented the area to restored blood-flow. The product was not returned for analysis. A product history record (phr) review of lot f2208701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant inaccurate placement intravascular¿ and ¿occlusion¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Without the return of the device, a complete physical evaluation could not be confirmed. According to the instructions for use (IFU), which is not intended as a mitigation, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.